Manufacturer narrative:
(B)(4). Medwatch# mw5068401. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The complaint was received via medwatch (mw5068401). The complaint is reported as: "the light source occasionally does not work intermittently during laryngoscopy".

Manufacturer narrative:
(B)(4). The complaint was received via medwatch (mw5068401). The medwatch references two separate issues: breakage and light flickering. This MDR references the light flickering issue. The user facility was not listed on the medwatch report, thus, additional information regarding the event could not be obtained. The device sample was not returned for evaluation at the time of this report.

Event description:
The complaint was received via medwatch (mw5068401). The complaint is reported as: "the light source occasionally does not work intermittently during laryngoscopy".